Event description:
It was reported that the patient experienced hyperglycemia due to the infusion set came off during use event on (B)(6) 2026. The infusion set had been in use for five to ten hours. Treatment for the high blood glucose was a correction injection administered via multiple daily injections.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.